Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Manufacturer narrative:
There has been additional information provided, which was not reported with the initial report. The additional information has been provided with this report.

Event description:
Customer reported a hospitalization due to high blood glucose. She stated that the insulin pump from became disconnected from her while she was sleeping and that she did not want to use it anymore. She reported an anomaly with the screen in which the screen would change without input. The blood glucose reading was 478 mg/dl at the time of the hospitalization. Nothing further was reported.

Event description:
It was reported that the customer was having issues with the insulin pump. Insulin pump went to different screens without her toughing anything. Customer stated the tubing was connected and disconnected without her knowing. Customer stated she found the insulin pump one button away from pressing delivering insulin. Customer stated she no longer is wearing the insulin pump, she was advised by her doctor to covert back to shots. Customer was hospitalized due to high blood glucose. During the hospitalization the blood glucose was 478mg/dl. Customer was treated with an IV and checked for keytones. Blood results were fine. Customer had disconnected from insulin pump the night before hospitalization. Customer did not know how long insulin pump had been disconnected, due to it occurring during her sleep. Customer stated she will not use insulin pump for a while. Nothing further reported.